Event description:
Report received from (B)(6), indicating that the cable of the device was pulled apart when disconnecting. It is known the device was not used in surgery. It is known that there was no injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).